Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a low blood glucose (bg) believed to be lower than 40 mg/dl with blurred vision associated with an alleged inaccurate delivery. It was reported that the patient lost their vision and regained their eye sight when their bg reached regular levels. Reportedly, the patient discontinued pump therapy and resumed with the same pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal history did not match the user¿s active basal program. This complaint is being reported based on the allegation that the patient experienced hypoglycemia because of an alleged inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2018 with the following findings: during investigation, the basal history appeared to be inaccurate due to a temp-basal program being run. The pump was manually suspended. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours with a 2.0u/hr basal rate. At the end of testing, the basal history correctly showed a 2.0 u and a total daily dose showed 48.0 u. The basal history recording defect was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.